Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer states that the insulin pump had crack on the corner of the screen, coating was worn on the back of the insulin pump and numbers were hard to read. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial display anomaly noted during testing. Unit had cracked lcd window, cracked case at display window corners.